Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's current blood glucose was 157 mg/dl. Customer stated that the up and down arrow keys are ok and the bolus button works great. Customer stated that the act and esc buttons are hard to push. Customer stated that the pump has not been dropped or bumped. Pump has not been exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to flattened dome. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.